Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The product code was reported as 35700.

Event description:
It was reported that a spectrum pump had an infusion run several hours over time. The unspecified medication was filled to the exact the volume and still ran over. The event happened during patient infusion (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.